Manufacturer narrative:
D4 and h4 serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all the users were unable to login to all the stations. A technical support specialist reviewed the active directory synchronization services logs, resaved the user domain configuration, and restarted the active directory synchronization services, then verified with the customer, and confirmed that the issue was resolved by their information technology director. The tss checked the intrusion detection system (ids) logs and confirmed successful user authentication. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all users were unable to sign in to any stations on site. The customer stated that users were unable to sign in with the new passwords. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.